Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous right anterior tibial artery. The physician advanced the 1.5mmx20mmx142cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. The procedure was completed with another 1.5mmx20mmx142cm sterling balloon. No complications were reported and the patient's status is good.